Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is not confirmed and the assignable cause is undetermined. There was no allegation of device malfunction reported by the customer; sample was unavailable and a batch review was not conducted since lot number is not provided. Similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4) and (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. It was unknown if the hp was connected at the time of the alarm or if they were fully primed prior to connection. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed discard the supplies and start over with new supplies. The hp would start over with new supplies. There was patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.